Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was spinal pain indications. The patient reported that when connecting to the pump ¿no pump found¿ was typical and stated that ¿these are pretty temperamental. Finding the pump is the hardest part. It gets to 915 and it stops there for forever - or what feels like forever. I also have to stick it on my hip when I'm sitting so it's not easy.¿ the agent inquired the event date of difficulties connecting, and the patient stated ¿it's really been good, it might be me hitting the wrong button. Sometimes I get curious and like to see what certain buttons are.¿ the agent reviewed communicator general use and the patient will monitor and call back for assistance as needed.